Event description:
A review of service data detected a reportable event. During servicing battery pack sn (B)(4) was found to have a damaged connector. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary - device eval of battery pack sn (B)(4) has been completed. As received, the battery pack connector was damaged. The root cause for the damaged connector cannot be positively identified, but is likely due to excessive force when inserting the batteries into the monitor. No adverse event resulted from the defective battery. The last pt to use this battery pack did not report any deficiencies.